Manufacturer narrative:
The agent reported, normal poly wear leading to poly swap. MALE 75. Complaint has been evaluated and is similar to report number 1644408-2025-00537; 385-11-508, S805 - Wear/Excessive Wear, Revision Surgery. Surgery If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery due to poly swap.